Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse confirmed the reported problem and verified the error in the log file. The usm was replaced the usm to resolve the reported problem. The system was tested and verified as ready for use. The usm has not been returned for evaluation; therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the unit is returned (post engineering evaluation) or if additional information is received. A review of the site's complaint history does not reveal any related or duplicate complaints involving this product and/or this event. No images or videos were shared for the event. This complaint is considered a reportable malfunction due to the following conclusion: a usm was disabled after the start of the procedure and the surgeon was able to continue with the procedure robotically using 3 arms. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a procedure change.

Event description:
It was reported that during a da vinci-assisted radical prostatectomy surgical procedure, error 23118 occurred on universal surgical manipulator 3 (usm3). The staff tried to recover the fault many times; however, the error persisted. The surgeon completed the surgery with three arms. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter for additional information; however, no response has been received at this time.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the universal surgical manipulator (usm) involved with this complaint and completed the evaluation. Failure analysis (fa) investigation confirmed and replicated the customer reported complaint. The usm triggered error 231 in normal mode. Fa opened the degree of freedom (dof) 4 chipencoder virtual absolute (cva) assembly and found dof 4 flat flex cable (ffc) was cut (rubbing against the cva disk) with exposed wires. Fa swapped a new cva ffc and the error did not occur, re-installed the original cva ffc and the error returned. In addition, dof 4 cva pca was found with contamination. As a fix, dof 4 ffc, dof 4 cva sensor pca and cva disc will be replaced.

Event description:
Refer to h10/h11 for follow-up information.